Event description:
Customer's meter would not turn off. In order for the customer to begin a new test, the meter needs to be turned off and then back on again. The issue was unresolved with troubleshooting. The customer did not experience any symptoms. The meter has been replaced for the customer.